Event description:
Caller reported a malfunction on the pump, specifically malfunction code malf 12, which occurred multiple times but was resettable. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent, and the customer was advised to continue using the current pump with multiple daily injections as a backup. Instructions for putting the pump into storage mode and returning it were provided, and the customer acknowledged understanding the steps required upon receiving the replacement pump.